Event description:
It was reported that the customer's pump battery was not charging, and later it was found that the usb port was damaged, preventing charging. There was no reported impact to the customer's blood glucose level. The pump was expected to be returned for assessment, and a replacement pump with a different serial number was issued.